Manufacturer narrative:
Conclusion: device malfunction is suspected, but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated that his handheld screen freezes after interrogation. He stated that "it hangs up for a very long time- sometimes 5 minutes, sometimes indefinitely, after interrogating with the message "interrogation successful" but doesn't display the results of the interrogation." A replacement handheld was sent.